Manufacturer narrative:
The customer will not be returning the device for evaluation.(B)(4).

Event description:
It was reported that the tracheostomy tube diameter was too large, and the disposable inner cannula would not snap-lock in. The patient currently is continuing to use the original tracheostomy tube. There is no report of serious injury or death associated with this event.